Event description:
Boston scientific received information that this epicardial patch lead was exhibiting high shock impedances (>200 ohms). The lead is connected to a competitor device. Boston scientific technical services was contacted for troubleshooting and discussed several different programming options. It was also discussed as a possibility to get chest x-ray or contact the competitor for appropriate shock impedances with that device. At this time, no changes have been made. There have been no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this epicardial patch lead was revised and is no longer in service. No additional adverse patient effects were reported.